Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the station in remote support services found low space on c drive, retrieved data synchronization debug log download was failed, customer request to standby the work and asked to plan some other time, then dialed into the station checked synchronization was current, checked data sync logs no error was found, customer confirmed device was working properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating with the server. The device appeared in healthsight viewer (hsv) as not communicating, although the machine itself did not display disconnected mode. Hsv showed that the device had been offline for approximately 44 hours. Due to the communication loss, the device was not receiving patient information, which prevented it from correctly decrementing medications for patient charging. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.